Event description:
We consistently experience inaccuracies when using the alaris 8015 series to infuse large volume bags, specifically a 23.5 hour methotrexate (chemotherapy) infusion. The volume of this infusion varies, but on average we infuse approx 1700 in 12 hours x 2 (total volume approx 3400). As the infusion progresses we noted disparity in what the pump displays as volume infused and the volume actually infused from the bag (noted in a decrease volume in the bag). We first became aware in 2008 and worked with cardinal and discovered the module is not a traditional pump. It works on positive displacement and so it is more like a controller. We were told it is important to maintain solution head height and pump height. Cardinal sent reps to our facility to watch the infusions. We received the following instructions: the fluid volume in the bag should be 20" (no more/less) above the top of the pump module (this may require the head height of the fluid container to be adjusted during the infusion to maintain optimum levels as the container empties). We were told that if the height is incorrect the pump thinks it's infusing as evidence by an increase in "total volume delivered", but in fact the fluid is not actually flowing forward. As a result nurses measure the height distance hourly and adjust the IV pole as needed. Despite this additional step we continue to experience disparity. I have spoken to numerous other alaris users who experience the same phenomenon with the pediatric large volume methotrexate infusion. This doesn't seem acceptable as the protocol states the infusion is to be infused within 24 hours. In response the nurse increases the infusion rate to meet the completion time, however often the rate is doubled which may contribute to high drug levels and side effects. Has there been reports of this with "traditional pump" vendors? This process includes numerous work a rounds to support pt safety during a high risk infusion.